Event description:
Reporter indicated a pt underwent a complete vns system revision due to high lead impedance . The generator was replaced due to end of service. The generator and lead have been requested but have not been received.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.